Event description:
While setting up for a neuro case, a staff member noticed that the syringe from our sterile judkins pack was unusable. The black tip was detached from the inside plunger on the 10cc syringe. Syringe was discarded. I have no lot number or syringe. It was discarded. We feel this might have to do with cardinal receiving the syringes non sterile and occurring during their sterilization process.